Event description:
Philips received a complaint on the intellivue x3 indicating the speaker assembly was faulty and needs to be replaced. It is unknown if the device was able to produce an audible sound. The device was not in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
E1: reporting institution phone # (B)(6). A philips remote service engineer (rse) spoke to the customer and a nemo (non engineering material only) service was agreed upon. The customer was provided a replacement speaker assembly to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.